Event description:
Initial reporter indicated that the pt had their vns system explanted for infection. Good faith attempts are being made for add'l info surrounding the infection event.

Manufacturer narrative:
Device mfg records were reviewed. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.